Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming or beeping. Patient stated her pump was alarming because her pump was running low on medication. The pump was a single tone alarm every hour. Patient missed scheduled refill. The patient no longer had a healthcare professional (hcp) to refill the pump. No symptoms were mentioned. No further complications were reported.